Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.